Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with black marks on the display of his onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1230pm. The patient manages his diabetes with an insulin pump (type not specified). It is not known if the patient made changes to his usual diabetes management routine. About 30 minutes prior to the alleged issue, the patient claims he felt symptoms of a headache and was disoriented. By 1pm, the patient took tylenol and drank water as treatment. At that same time, the patient reportedly obtained a blood glucose result on another device and administered an insulin bolus (amount not specified) based on that result. The patient did not specify the result obtained with the other device. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "headache" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.